Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the cause for the reported slda. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3-4 degenerative mitral regurgitation for a mitraclip procedure. During the procedure, a mitraclip was successfully placed on the anterior-2/posterior-2 (a2/p2) leaflets. When the clip was deployed, a single leaflet detachment (slda) occurred and the clip was no longer attached to the posterior leaflet. An additional mitraclip was selected and implanted successfully. The final mr was grade 3+. There were no adverse patient sequela or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.